Manufacturer narrative:
On (B)(6) 2017 10:02 am (gmt-4:00) added by (B)(6): the device was not returned for repair, therefore, no root cause could be established for this issue.

Event description:
Internal reference: (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted if additional information becomes available.

Event description:
It was reported that head error was displayed when start to increase team speed arrival at 1000 rpm or above the computer produces a constant alarm the message appears head error stopping the pump completely. Error occurred during maintenance/service. No patient was involved. (B)(4).